Manufacturer narrative:
Analysis of the fiber revealed two separate fiber components which became disassembled due to a break in the fiber. The break occurred at a point within the blue connector towards the front end of the heat shrink where the sma pin is attached on the proximal end of the fiber. The presence of charring on the heat shrink and on the separated sma pin indicates the fiber components were weakened and later separated due to a break which occurred while laser energy was being applied. The ferrule had evidence of charring along with a uniform ring around the fiber core. These symptoms indicate that the fiber was likely reprocessed incorrectly. It is likely that the fiber was steam sterilized at a temperature exceeding the temperature parameters in the instructions for use (IFU) document (270°f, 132°c). The customer also indicated that they used a sterilization process involving hydrogen peroxide which also makes it likely that the customer used an unapproved cleaning agent or sterilization process. This could cause the fiber connector to not rotate independently of the fiber. When a twisting force is applied to the seized up fiber and connector, the adhesive could possibly fail leading to the occurrence of a recessed fiber core. Subsequent laser energy exposure further damages the connector due to a change in the focal point of the laser on the fiber connector. This could potentially occur when the documented procedures in the IFU are not followed correctly. If the user follows the exact directions for steam sterilization as listed in the IFU, such ferrule and core alignment issues do not occur. The rfid scan indicated that the fiber was 100% tested and functional during routine production testing at (B)(4) on 09/18/2017. Also, the fiber rfid scan indicated seven uses on a dornier rfid enabled laser out in the field which also demonstrates that it is very unlikely there were any manufacturing faults with the fiber. The fiber likely failed due to user mishandling during reprocessing.

Event description:
"Material has a burned cable at the equipment connection. On (B)(6) 2018 was performed an ureterorrenolithotripsy procedure where was brought up by the medical team that is functionality was compromised as shown in the attached photos. In the cme the process of this item is composed by manual cleaning, inspection, packaging in tyvek and submitted to sterilization by hydrogen peroxide. The product was submitted to a sterilization process four times according to its use. The laser fiber is identified by color with surgical marker, its life control is performed in the sterilization process through its own institutional, printout as attached document."